Event description:
Revision surgery - due to the patient falling twice and cracking her femur.

Manufacturer narrative:
The reason for this revision surgery was a cracked femur. The length of in vivo service was 4 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and against a part from this lot. The root cause of this event is the patient falling twice and cracking her femur. The surgeon reported no issue associated with the explanted product. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.